Manufacturer narrative:
Customer indicated that they had recently done syringe plunger maintenance and noticed that the syringe was leaking fluid. Customer replaced the syringe plunger, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the chemistry cartridge (cc) sample syringe located in the unicel dxc 800 pro synchron chemistry analyzer. There was no affect to patient results or biohazard exposure noted during this malfunction. There was no death or serious injury associated with this case.